Manufacturer narrative:
Findings: unit alarmed compromised force sensor during basic test due to loose/protruded drive support disk. Unable to perform basic occlusion, prime, the excessive no delivery test due to unexpected restart alarm. Pump passed self-test, unexpected restart test and all operating currents were normal. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 270 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer stated that they are unable to exit the preparing to prime loop. Customer is going to treat with metformin and water. The customer stated the drive support cap is flush. The customer doesn't press the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.